Event description:
When pulling out the snare from the colonoscope, a plastic sheath came out with the snare. The assistant during the case could grip this piece during the insertion and removal of the snare. Per field rep inspection- approximately 3 inches of catheter came off when pulling out the exacto snare.